Manufacturer narrative:
.

Event description:
It was reported during explantation of the lead and the device, the lead dismantled while pulling the lead from the lead connection and the extension. The hcp made an incision in the pt's back to explant the anchor and the rest of the lead. X-ray revealed the metal pieces of the lead were still in the body, out of the epidural space in the "vertibulum" muscles. It was impossible to take the metal pieces out, so they were left in the body. The pt was hospitalized overnight and then discharged home. No pt injury was noted, the pt was feeling good.